Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 340 mg/dl and a manual injection was administered to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. The customer was to revert back to manual injections until they had an opportunity to meet with their healthcare provider. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.